Manufacturer narrative:
Concomitant medical product: on december 20, 2018, the sn of the concomitant analyzer was corrected from (B)(4)to (B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, review of field data, a review of labeling and accuracy testing. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. A study was reviewed "performance characteristics of six intact parathyroid hormone assays "; sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect ipth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. The architect intact pth assay package insert contains information to address the current customer issue. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8k25-20 that has a similar product distributed in the us, list number 8k25-27. An evaluation is in process

Event description:
The customer observed falsely elevated results while using architect intact pth reagents. The following data was provided for the same patient. The customer uses normal range 7 to 67 pg/ml. (B)(6) (tested (B)(6) 2018 using lot 02718h000) 225.3 pg/ml. Previous specimen ((B)(6)) tested on (B)(6) 2018 using another lot (02018f000) was lower, 97.5 pg/ml. No impact to patient management was reported.